Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, while being applied to transect inter lobar fissure, the device was unable to be fired, green button was unable to be pressed and handle was unable to be squeezed. There was no patient injury.